Event description:
A (B)(6) male pt underwent abdominal aortic aneurysm repair on (B)(6) 2012, to repair. The pt received a zenith flex aaa endovascular graft bifurcated main body and 2 zenith flex with spiral-z technology aaa endovascular graft iliac legs. An evar was performed to fix a 7 cm aneurysm. After the evar, the final angiogram showed a type I leak. The physician ballooned again, and the leak was significantly less, but still present. Because he did not want to have to go back in, he placed another manufacturer's stent right on this day.

Manufacturer narrative:
Endoleaks are labeled in the IFU. Event evaluation: still under investigation.